Event description:
A customer reported an issue where the cartridge was not fully snapped into the pump. There was no adverse impact on the customer¿s blood glucose level. The customer followed instructions to inspect the pump and remove an o-ring from the pneumatic tap. After cleaning the area with an alcohol wipe or lint-free cloth, the customer successfully reloaded the original cartridge and was able to resume insulin therapy.